Event description:
This non valid unsolicited case from united states was received on (B)(6) 2017 from physician. This case concerns 2 patients who received treatment with synvisc one injection and after unknown latency had adverse reaction. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On unknown dates, patients received treatment with intra- articular synvisc one injection (batch/lot number: 7rsl021 and expiration date, dose, frequency, indication: not provided). On an unknown date, after unknown latency, patients experienced an adverse reaction to synvisc-one in the knee, which were treated at the time. It was reported that patients were recovering, but later both patients went on to have a surgical intervention, which may have included total knee replacement of the affected knee. Corrective treatment: surgical intervention for adverse reaction outcome: recovering for both events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for both events pharmacovigilance comment: sanofi company comment dated 14-dec-2017: this case concerns a patient who received treatment with synvisc one and later experienced adverse reaction. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.